Manufacturer narrative:
The certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. The root cause for the issue reported by the customer ¿could be due biological debris and protein build up interfering with the valve mechanism". If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas plus valve was implanted in a patient via lumbar peritoneal shunt on an unknown date with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). On (B)(6), 2021, the physician tried to change the set pressure from setting 2 to setting 1, but the physician was not able to change the set pressure. On (B)(6) 2021, when the physician tried to change the setting pressure again using a neodymium magnet (adjuster magnet), the physician was able to change the set pressure from setting 2 to setting 1. The patient is in the follow up.